Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset information and assisted in resetting the pump, after which, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if any issues arose.